Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating EKG cable function failed, customer can't use on the patient. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The fse (field service engineer) onsite checked and confirmed EKG sensor failure. The fse (field service engineer) replaced 989803145071 3 lead ECG trunk, aami/iec 2.7m to solve the issue. Device returned to full functionality. Device experienced issues with the ECG leads/cable, ECG connector block, visualization associated with the ECG results, or any other issues associated with the ECG. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.